Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a scorpio femoral stem was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis concluded the metal debris was found and determined to be associated with loosening of the stem from the femoral component. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: provided information was deemed insufficient for review. Device history review: records indicate the device was manufactured and accepted into stock with no discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined as clear x-rays and clinical history are needed to complete the investigation for determining root cause. A material analysis indicated the stem was not secured completely into the femoral component. No material or manufacturing defects were observed on the device features examined.

Event description:
It was reported that the patients right knee was revised as the femoral component and stem were loose. Metal debris was noted intraoperatively.

Event description:
It was reported that the patients right knee was revised as the femoral component and stem were loose. Metal debris was noted intraoperatively.